Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow-up, the ventricular lead exhibited noise. The physician elected to turn off the lead and continue to monitor the patient. The patient was noted to be in good condition.